Event description:
It was reported that the vns patient has experienced infection after a full revision surgery. It was indicated that the newly implanted generator was explanted, due to the infection. The infection was treated and resolved. There was no report of manipulation or trauma to the device that could have contributed to the event. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.